Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The scheduled left heart cath diagnostic procedure was completed with a delay due to a warm and cold restart. A philips remote service engineer (rse) inspected the system and the logfile remotely and confirmed the reported issue. A philips field service engineer (fse) visited the site and confirmed that the reported issue has not reoccurred after the cold restart of the system. The fse tested the system thoroughly, however no issues were found. Analysis of the log file confirmed that the connection with the generator was missing as after a warm restart the x-ray generator could not be accessed. A cold restart of the system solved the issue. After the cold system restart, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to emit x-rays due to a tube issue. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.